Event description:
Manufacturers reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with prismalix surgical light. As it was stated, the underside cover broke, leading to missing particles. Issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any broken part could lead to missing particles, which falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification, as underside cover broke, leading to missing particles and this can be considered as technical deficiency. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. The manufacturing site analyzed the issue. Subject matter expert decided that the most likely root cause was improper use or improper handling of equipment. As hospital technician stated, he believed the origin of the problem was due to shock while using the product. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with prismalix surgical light. The underside cover broke, leading to missing particles. Issue was confirmed by a photographic evidence. There is no information provided about medical consequences. We decided to report the issue based on the potential, as it may lead to contamination.